Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to infection after an infection at the incision site was not resolved. Additional information received indicated that cultures taken yielded staphylococcus aureus for which the patient was given oral medication. This lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.